Event description:
It was reported that the patient was experiencing worsening pain and discomfort since being implanted. The patient was hospitalized and was seen after discharge. Programming optimization was attempted and was successful. No further course of action will be taken.